Event description:
Phaco power while using this unit during use was weak. The unit was used for the procedure.

Manufacturer narrative:
This unit was tested with several handpieces. The unit operated with specifications. The reported problem could not be duplicated.